Manufacturer narrative:
Multiple PMA / 510(k) numbers: there were multiple PMA / 510(k) numbers reported to be involved. The information for each PMA / 510 (k) number is as follows: k023331 and bk050036. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for fm with the incident lot was observed.

Event description:
It was reported that a fragment of the rubber stopper in the bd vacutainer® sst¿ ii advance plus blood collection tubes had broken off and was in the tube.